Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 9, 2016, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from the box of her onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient discovered the packaging issue at 12 noon on (B)(6) 2016. The patient manages her diabetes with insulin (self-adjuster). She reported that as a result of the alleged issue she consumed more food/drink at 3pm on (B)(6) 2016. She claimed that one day after the issue began, she developed symptoms of "shaking [and] faint" she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct box contents and confirmed that product was missing. The closure seal on the packaging was not intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged product issue began.